Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.  Device not returned.

Event description:
It was reported that the infusion set site fell out and the customer was not receiving insulin. The customer's blood glucose was 598 mg/dl. The customer declined further troubleshooting and did not provide further information regarding the issue.